Manufacturer narrative:
Device was initially received for the complaint that during the preventive maintenance the device reveled the problem that does not detect closure. During investigation found the detached downstream occlusion seal. This malfunction makes the event reportable. Review of event log/alarm history found no event history related to the current complaint. There was no 12-month service history reported. The visual and functional testing was performed. The customer problem was duplicated. During visual testing found the damaged(detach) dso seal and missing batter door and got replaced. During functional testing found defective latch sensor and replaced. After the repair the device must pass all functional tests before it will be shipped back to the customer.

Event description:
It was stated that during the preventive maintenance the device reveled the problem that does not detect closure. During investigation found the detached downstream occlusion seal. This malfunction makes the event reportable. There was no patient involvement.